Event description:
It was reported that post-op a laparoscopic gastric band procedure, there was difficulty accessing the port. A kink was found in the tubing on x-ray ; they put radio dye in and saw the kink. The patient was taken back to surgery. When the surgeon attempted to get the port out to reposition it, he could not because one of the metal pieces on the locking tabs was broke. The port site was then opened. When the port side was opened, it was noted that the strain release tubing has dislodged and was embedded in tissue. The kink was right were the metal piece ended. It was bent 90 degrees. He could not reuse the port so the port was replaced. The patient is currently fine.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.